Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with manual injection and insulin pump. Customer experienced blood glucose level of 273 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was using auto mode feature. Customer was using 670g minimed system. Customer was alleging insulin pump for under delivering because customer experienced 3 bent cannulas. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.